Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not yet on the patient. An alternate ventilator was obtained and the patient was placed on that new ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator was going to be hooked up to a patient and then stated "apnea" and then "rebooted" and then shuts down. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided. Customer was instructed to call back if more information is provided . Covidien was not authorized to service the device.